Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during a bypass procedure for animal research (pig extracorporeal membrane oxygenation), the oxygenator did not oxygenate as expected. The arterial blood gradually turning dark. No known consequence or impact to pt. Product was changed out.